Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultramini meter displayed an error message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue started between ¿4-5pm¿ on (B)(6) 2014. The patient reported that the error message only appears after blood is applied to the test strip. The patient manages their diabetes with ¿humalin m3¿ insulin, and takes ¿26ml¿ in the morning and ¿22ml¿ in the evening. The patient denied taking any action in response to their regular diabetes management regimen routine as a result of the product issue. The patient reported that at an unknown time after being unable to obtain a blood glucose reading on the subject meter, they became ¿confused, disorientated and had pins and needles on their tongue¿. The paramedics were called and arrived ¿sometime after 5pm¿. They administered the patient with a glucagon injection after obtaining a blood glucose reading of ¿1mmol/l¿ on their unknown meter. The patient was then taken to hospital for further observation, but no further treatment was received. At the time of troubleshooting, the csr noted that the patient was unable/unwilling to walk through a retest. Replacement products were sent to the patient. This complaint is being reported because patient was unable to test their blood glucose on the subject meter which led to them suffering signs/symptoms which are suggestive of serious injury after the alleged meter issue began. In addition, the patient received treatment from a healthcare professional in response to these signs/symptoms.